Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a 3.00 x 28mm synergy ii drug-eluting stent strut was turned inside out. No patient complications were reported.